Event description:
Customer reported the pull tab is broken on the left side window. Customer did not provide a date when this was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue that the pull tab is broken on the patient access of the left window. In addition, there is an open slider body on the patient access of the left window and a 2 inch triangle netting tear on the left panel. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Remove the patient from the damaged bed and exchanged it for a posey bed in good working condition. Send the damaged posey bed in for repair. Never use the bed if the zipper pull-tab is missing or broken. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. (B)(4).